Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by physical damage to the rails of drawer 5.1, which prevented it from opening. Additionally, the fascia panels on the left sides of half-height drawers 6.1 and 6.2 were found to be broken. A field service engineer reconnected the pyxibus cable, replaced the panels and drawer assembly, and reconfigured the new drawer to the device. The hardware was rebooted, resulting in a successful recovery of the drawer, which operated effectively. Additionally, the latch and position sensors were tested, and all cubies underwent testing to confirm their proper functionality. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The nurses reported that the drawers were malfunctioning and need maintenance. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.